Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: one pump (B)(4) and an unknown component with unknown serial number were not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed that sixteen (16) low flow alarms were logged since 11/jun/2020. Information received from the site indicated that, in addition to the reported low flow event, the patient was hospitalized for syncope. It was further reported that the site attempted to send log files via autologs and vad logs but they were not able to send the log files successfully, the log files were instead emailed. Of note, the circumstances surrounding the submission of log files are not clear since no additional information was provided regarding this issue. As a result, the reported inability to send the logs via ¿autolog and vad logs¿ could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, syncope is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: heartware ventricular assist system ¿ unknown, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku, device available for evaluation: no, mfg date: unk, labeled for single use?: no (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was hospitalized for syncope. Interrogation of the patient¿s implantable cardioverter defibrillator (ICD) revealed no arrythmias and review of log files showed multiple ventricular assist device (vad) low flow alarms starting two (2) weeks earlier. It was further reported that the site attempted to send log files via autologs and hvad logs, but they were not able to send the log files successfully. The log files were instead emailed to the manufacturer's company representative and the company representative was then able to successfully submit the log files. It was noted that the low flow alarms and syncope were related to patient condition, and symptoms improved after fluid intake. Fluid and blood tests were done and there was no additional treatment provided. The vad and autologs portal remain in use. No further patient complications have been reported as a result of this event.